Event description:
On (B) (6) 2010, the pt reported she rec'd a new box of insulin infusion sets and new insulin at the same time. She stated she began using both products over 2 weeks ago and since then has rec'd numerous occlusion errors on her infusion device. She stated the insulin has gone bad or "gelled". She stated she noticed her blood glucose levels were higher than normal so she disconnected from her infusion headset and tried to prime but no insulin would flow from the tubing until a large amount sprayed from the tubing. She said the 'gelling' of insulin was apparent. She stated she has rec'd occlusions almost every 8 hours since the issue began. She stated the insulin is not expired and is allowed to warm to room temperature. She has recently changed her device adapter and follows the suggested guidelines for infusion set use. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.